Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 21, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: information unknown/not provided. Date of event: unknown, not provided, but the best estimate date is between aug 5, 2020 and jun 7, 2021. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary surgical procedure due to iol slide/rotation and double vision. A replacement lens of model zcu150, 13.0 diopter was used. There was no medical or surgical intervention required. No further information was provided.